Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was no longer working. The patient¿s blood glucose level was unknown at the time of the incident. Reportedly, she tried to put a battery in the pump and it was not responding, stated that it appears that the spring was missing off the battery cap and maybe that's why it didn't turn on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.